Manufacturer narrative:
During a percutaneous coronary intervention (pci), the physician encountered difficulty delivering a cypher select + to the target lesion. The physician also encountered withdrawal difficulty with the cypher select +. There was no patient injury reported. The target lesion was located in the mid left anterior descending branch (lad). The lesion was described as de novo, slightly flexed, moderately calcified and moderately tortuous with 90% stenosis. The lesion was pre-dilated and a 3.0x13mm cypher select + stent was being delivered when it became stuck proximal to the target lesion. The cypher select + stent was then redelivered via buddy wire technique; however, strong friction was encountered while advancing the stent. The stent would not advance further and was removed from the patient without injury although the physician felt strong friction while retrieving the cypher select+ from the patient. The physician attempted to insert a non-cordis stent without success, therefore the procedure was completed with balloon angioplasty only. There was no damage noted with the product prior to use. The device was not returned for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Difficulty crossing and tracking a lesion of an anatomical structure is a known procedural occurrence. These types of difficulties occurring during the clinical use of the device are usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. The relationship between the difficulty tracking a product through the anatomy as well as removing the product from the vessel and the product itself is not clear, but factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. Based on the information available, there are possible vessel characteristics (calcification and tortuousity) and inherent procedural factors that may have contributed to this event.

Manufacturer narrative:
Product is not available for analysis.concomitant devices include runthrough guidewire, launcher guiding catheter, voyeger and hiryu balloon catheters, and xience stent.addtional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4).

Event description:
The physician encountered friction while advancing the cypher select +. The target lesion was located in the mid left anterior descending branch (lad). The lesion was described as de novo, slightly flexed, 90% stenosed, with moderate calcification. The reference vessel was moderately tortuous. The lesion was pre-dilated and a 3.0x13mm cypher select + stent was being delivered when it became stuck proximal to the target lesion. The cypher select + stent was redelivered via buddy wire technique; however, strong friction was encountered while advancing the stent. The stent would not advance further and was removed from the patient without injury. The physician attempted to implant a non-cordis stent; however, the stent became stuck in the same position where the physician tried to implant the cypher stent. The non-cordis stent was removed and the procedure was completed with balloon angioplasty. There was no damage noted with the product prior to use.